Event description:
It was reported via repair work order that the cot was raising and lowering by itself. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Conclusion: customer to repair.